Event description:
The customer reported being hospitalized due to blood glucose levels over 600 mg/dl. The customer also had high blood pressure. One day prior to the event, the customer began a fast, and that is when her blood glucose levels began elevating. The customer was also vomiting blood. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer mentioned that she had a very brief training when she initially began using the insulin pump. The customer had been using the infusion sets for up to eight days straight. Advised the customer that the infusion sets should be changed every two to three days. The customer understood. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.